Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the tenth and eleventh proximal stent struts, which are lifted and pulling distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A 3.00x38mm synergy drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A 3.00x38mm synergy drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported.